Manufacturer narrative:
According to the customer, on (B)(6) 2024 he started taking his medication, "stopped to answer the phone", and when he went to turn the nebulizer back on it wouldn't "vaporize the medication". The customer reported due to the issue he has not had his "last 3" medication dosages. The customer reported he is taking "albuterol-sulfate 2.5mg for 30 days" to "prevent wheezing" after being discharge from the hospital with "covid and bacterial pneumonia". The customer reported he has not had any trouble with his breathing since the reported issue occurred. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 he started taking his medication, "stopped to answer the phone", and when he went to turn the nebulizer back on it wouldn't "vaporize the medication".